Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient, which was tested per pi on xpert xpress cov-2 plus. This resulted in sars cov-2 pos. The lis result crossed over as sars cov-2 neg, which prompted the customer to retest the sample. Retest 1: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on the roche liatt, which resulted in sars cov-2 neg. Retest 2: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on xpert xpress cov-2, which resulted in sars cov-2 neg. Customer is not sure if patient was symptomatic. The negative result was reported to the doctor. This is a case whereby the customer reported an initial result of positive with subsequent repeat testing results of negative (repeat xpert xpress cov-2 plus and roche liat). The rdrp target had a CT indicating that the specimen target is right at the limit of detection, causing low reproducibility. The likely root cause is target/s near limit of detection or near cut-off. After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
U.s. Customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient, which was tested per pi on xpert xpress cov-2 plus. This resulted in sars cov-2 pos. The lis result crossed over as sars cov-2 neg, which prompted the customer to retest the sample. Retest 1: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on the roche liatt, which resulted in sars cov-2 neg. Retest 2: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on xpert xpress cov-2, which resulted in sars cov-2 neg. Customer is not sure if patient was symptomatic. The negative result was reported to the doctor. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2023, a sample was collected from the patient, which was tested per pi on xpert xpress cov-2 plus. This resulted in sars cov-2 pos. The lis result crossed over as sars cov-2 neg, which prompted the customer to retest the sample. Retest 1: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on the roche liatt, which resulted in sars cov-2 neg. Retest 2: on (B)(6) 2023, the same original specimen, which was refrigerated, was retested on xpert xpress cov-2, which resulted in sars cov-2 neg. Customer is not sure if patient was symptomatic. The negative result was reported to the doctor.